Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Full lead returned and analyzed. (B)(4) (B)(4) full lead.

Event description:
It was reported, the patient was upgraded to a cardioverter defibrillator and during implant procedure, the lead dislodged. Consequently, the lead was withdrawn and replaced uneventfully. No patient complications have been reported as a result of this event.